Event description:
Technician alleged that the left foot brake caster was ratcheting when the brake was applied. No pt impact.

Manufacturer narrative:
Technician found the left foot brake caster was worn. Technician replaced the left foot brake caster to resolve the issue.